Event description:
It was reported to vyaire medical that the device exhibited alarm 379 - no o2 dosing possible. No patient involvement as this was found during preventative maintenance.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Additional information received indicates that no product was returned for investigation, however, customer was able to provide log files for further investigation.

Manufacturer narrative:
Device evaluation: b5, g6, h2, h3, h6, h11. The suspect device was not returned for evaluation. The customer provided logs to the technical support team for reviewed. The technical support team recommended replacing the o2 proportional valve. After receiving the ordered part, the customer followed up, stating that replacing the o2 proportional valve did not resolve the issue. Tech service then advised replacing the inspiration block to address the reported problem, however root cause could not be established.